Manufacturer narrative:
Physio-control further evaluated the customer's device and determined that the cause of the reported issue was that one of the device's hybrid layer capacitor (hlc) batteries, designator bt2, which is located on the analog pcb assembly could no longer retain a charge.

Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio-control verified the reported issue and also observed that it would not remain powered on. As a result, defibrillation would not have been possible if it were necessary.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio-control verified the reported issue and also observed that it would not remain powered on. As a result, defibrillation would not have been possible if it were necessary.